Event description:
It was reported in clinic notes dated (B)(6) 2010 that a vns pt experienced an increase in seizures due to unk reason in (B)(6) and (B)(6) 2008. Additional info was received from the treating neurologist who indicated the pre-vns level of the increase in seizures was unknown at the time since the pt had nasal congestion and drainage. Interventions taken according to the neurologist were to increase the output current from 2 ma to 2.5 ma.